Manufacturer narrative:
(B)(4). Additional information: evaluation summary: baxter received one sample for evaluation. The reported leak condition was not confirmed. A functional leak test was attempted on the unit, but was unable to be completed due to a broken fill port. No root cause of the leak condition was identified, as that specific product malfunction was not observed. Report # 6000001-2012-08743 was submitted to address the broken fill port condition found during device evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Event description:
Baxter (B)(4) received a report that an infusor leaked at the fill port during filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.